Manufacturer narrative:
On-site testing of the device at (B)(4), observed that during testing the unit powered up and after an estimated 5 minutes it exhibited a low battery indicator and alarm. The unit passed all performance verification tests. From the n-560 operator's manual, pages 19 and 20 enclosed with this report.

Event description:
Child placed on n-560 overnight at around midnight. Upon wakening at 10:30am, the mother found child had died. It is claimed that the monitor was not on. Investigator found that the monitor was switched off at the wall socket. The monitor was turned on prior to removal while still turned off at the wall socket and unit came on the set itself and was again turned off via the on/off button.